Event description:
(B)(4) severe back pain, menstrual cycle all out of control. Some months will spot all month others will not have a period or it will be really heavy and last a long time. Never had these issues before essure.